Event description:
It was reported that the patient presented in the hospital for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead body twisted, failed to have the stylet advanced inside, and the lead helix failed to extend and retract after use. The ra lead remained implanted and will continue to be monitored. There were no patient consequences.